Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Investigation results: the returned accumax laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 304.2 cm from the end of the connector to the distal tip. The exposed glass tip measured 4 mm and appeared degraded. Examination under magnification confirmed the pattern on the tip is consistent with normal degradation. Functional analysis revealed that the light from the sma connector was dim and distorted, indicating a fracture within the fiber connector. No other problems with the device were noted. The analysis of the returned device observed dim and distorted light from the sma connector, indicating a fracture within the fiber connector. The exposed glass tip appeared used as it had normal degradation. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. Therefore, the most probable cause was found to be adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
An accumax laser fiber was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The device was analyzed and the investigation results revealed that the laser fiber was broken within the connector. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.